Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that a cardiac tamponade occurred. During a pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. When the septal puncture was being performed, a intracardiac echocardiography (ice) catheter was inserted into the right atrium. The physician performed septal puncture via versacross connect. Subsequently, initiated the procedure as usual using farapulse (faraview). The left superior pulmonary vein (lspv) to left inferior pulmonary vein (lipv) ablation was performed, then proceeded to right superior pulmonary vein (rspv). During rspv, the attending physician confirmed that blood pressure was decreasing (sbp in the 80s). Initially thought to be caused by sedatives, but it was confirmed that it was gradually decreasing. The blood pressure dropped, tachycardia occurred. After finishing right inferior pulmonary vein (ripv), it was checked with intracardiac echocardiography (ice) and confirmed that cardiac tamponade occurred. A pericardial drainage was performed, immediately started noradrenaline and protamine. The bleeding decreased within about thirty minutes, and the patient was transferred to the critical care unit. The patient was later discharged. The final activated clotting time (act) measured was in the 170s. In the physician opinion, the versacross radio frequency wire was inserted into the left atrial appendage and when pulling it out, the tip of the wire got stuck/caught on the atrial appendage, which may have been the cause. There was no problem with the device visually and functionally. The versacross wire was stuck but was able to be removed. There was no unusual sensation or noticeable difficulty during insertion. The patient was in their 70s. The device is not expected to be returned for analysis.